Event description:
It was reported that the boom arm is bent in half on the 9805p lift. Patient weighs around (B)(6). Customer states the arm bent and the patient fell to the floor. Customer states he doesn't know if there was any medical attention received and doesn't know if there were any injuries.